Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down/reset while connected to the patient. The patient was placed on a back-up ventilator. No patient harm reported.